Event description:
It was reported that the pt claimed that while the pump was in use, prior to explant, it did not work. The pt alleged that the pump reservoir was dry for several weeks prior to being explanted. It was noted by the manufacturer rep that the pt's pump would be returned to the manufacturer. Information regarding the medication, concentration and dose used in the pt's pump was not provided. No further details, pt symptoms or outcome were provided. Additional information was requested but not provided at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)